Event description:
It was reported that at post-op check, upon interrogation the atrial lead exhibited loss of capture and under sensing. Fluoroscopy confirmed the lead was dislodged. The lead was repositioned.